Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample. The stylet could be passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead there was placement difficulty. The physician was not able to fully insert stylet to position lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.